Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of cardiac arrest, atherosclerotic heart disease, congestive heart failure, and death, as the patient was undergoing ccpd therapy when the cardiac arrest occurred. However, the pdrn reported the patient¿s primary cause of death was a cardiac arrest, secondary to the patient¿s poor cardiac health (e.g., atherosclerosis, congestive heart failure). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there is no allegation or objective evidence that a fresenius product(s) and/or device(s) failed to meet user expectations or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A home therapies nurse reported that an end stage renal disease (esrd) patient passed away while undergoing continuous cyclic peritoneal dialysis [cc(pd)]. Medical records (e.g., death certificate, patient transfer report) obtained from the patient¿s pd registered nurse (pdrn) confirmed the patient expired while undergoing ccpd therapy. The patient was reportedly receiving home care for pressure ulcers and postop care following a recent amputation (specifics not provided). The patient death certificate stated the primary cause of death was a cardiac arrest, secondary to atherosclerosis and congestive heart failure. Per the pdrn, there was no suspicion a fresenius device(s), drug(s), and/or product(s) was involved in the serious adverse events. A review of the patient¿s ccpd treatment record found no issues/concerns.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A home therapies nurse reported that an end stage renal disease (esrd) patient passed away while undergoing continuous cyclic peritoneal dialysis [cc(pd)]. Medical records (e.g., death certificate, patient transfer report) obtained from the patient¿s pd registered nurse (pdrn) confirmed the patient expired while undergoing ccpd therapy. The patient was reportedly receiving home care for pressure ulcers and postop care following a recent amputation (specifics not provided). The patient death certificate stated the primary cause of death was a cardiac arrest, secondary to atherosclerosis and congestive heart failure. Per the pdrn, there was no suspicion a fresenius device(s), drug(s), and/or product(s) was involved in the serious adverse events. A review of the patient¿s ccpd treatment record found no issues/concerns.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no sign of physical damage. An exterior visual inspection of the returned cycler showed the top cover was damaged. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A home therapies nurse reported that an end stage renal disease (esrd) patient passed away while undergoing continuous cyclic peritoneal dialysis [cc(pd)]. Medical records (e.g., death certificate, patient transfer report) obtained from the patient¿s pd registered nurse (pdrn) confirmed the patient expired while undergoing ccpd therapy. The patient was reportedly receiving home care for pressure ulcers and postop care following a recent amputation (specifics not provided). The patient death certificate stated the primary cause of death was a cardiac arrest, secondary to atherosclerosis and congestive heart failure. Per the pdrn, there was no suspicion a fresenius device(s), drug(s), and/or product(s) was involved in the serious adverse events. A review of the patient¿s ccpd treatment record found no issues/concerns.